Event description:
It was reported that the patient's implantable neurostimulator and extension were removed. No further details or patient symptoms were provided. It was noted that the patient recovered with sequela, but no further description was given. Additional information was requested, but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Event description:
Additional information received indicated that the device was explanted due to normal battery depletion and was replaced with a device from a different manufacturer. No malfunction was suspected. The patient was no longer getting good pain relief, and the battery did not seem to hold a charge. The patient had no other associated symptoms.

Manufacturer narrative:
Lead model 3587a, lot# l81448, implanted: (B)(6) 2001, explanted:na; extension model 7495, lot# naf000864v, implanted: (B)(6) 2001, explanted:unk; programmer model 7434-e, lot# yn0049640p. Neurostimulator (B)(4): no device analysis - meets risk based analysis criteria. Extension lot# naf000864v: no device analysis - meets risk based analysis criteria. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.